Event description:
It was reported that the asymptomatic pacer-dependent patient presented in clinic. Upon interrogation, the right ventricular lead exhibited oversensing and noise reversion episodes. The device was reprogrammed. On (B)(6) 2017, the lead was capped and replaced. Patient was stable before, during, and after the procedure.